Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had syncopal episodes. It was found that the right ventricular (rv) lead had high/unstable thresholds. A high number of non-sustained ventricular tachyarrhythmia episodes were observed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.